Event description:
It was reported that the right ventricular lead exhibited a loss of capture, high impedance and a sensing anomaly during implant. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found excessive medical adhesive on the ring electrode which could have contributed to the reported electrical anomalies.